Event description:
On 3/5/25 an ilet user reported they experienced fluctuating blood glucose (bg) levels over the weekend, with a reported low of 30 mg/dl that caused disorientation but did not result in loss of consciousness. A friend called ems, and the user was transported to the hospital, where they received medical intervention. Type of treatment received was unclear. The user was admitted and remained in the hospital until bg was stabilized at 152 mg/dl. The user was admitted on (B)(6) 2025 and was expected to be discharged on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.